Manufacturer narrative:
(B)(4). Date sent: 03/30/2020. Additional information: dh female 52 y/o allergies: iosartan, oxycontin.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The visual analysis was consistent with an explanted device, the link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Unknown, patient was implanted by another surgeon at a different institution on what date did the implant take place (only the year was reported 2018)? Unknown, patient was implanted by another surgeon at a different institution. What is the lot number of the linx device? Unknown, patient was implanted at different institution. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? No, osteoarthritis and high blood pressure. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Severe enough to require removal. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Yes, there were residual stitches. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, persistent nausea and vomiting? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a linx device was implanted in 2018 and was removed on (B)(6) 2020 due to patient having dysphagia, persistent nausea and vomiting since (B)(6) 2019.